Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform 60 stapler instrument and the reload for failure analysis investigation but at this time none of the parts have been returned. If additional information is received, a follow-up MDR will be submitted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The system was tested and verified as ready for use. The fse replaced the usm (universal surgical manipulator) due to instrument engagement issues and arm reported sluggish. The usm unit was returned for failure analysis but the reported failure (instrument engagement) could not be replicated. However, the error was confirmed via error logs/system logs. The unit was tested on an in house system and passed normal mode. It was also tested on a pftp and passed lissajous, check sensors, sine cycle, friction speed low, and friction carriage strength tests. The carriage top plate, dof 9 gearbox and dof rotor will be replaced as a precaution. A review of photo imaged provided by the customer was performed by an isi clinical development engineer. The following additional information was provided: the images show stomach tissue with malformed staples attached to the tissue and in a pile underneath the transected tissue. There is minor oozing along the staple line as well. Because the images are zoomed in, it is hard to tell if the tissue looks torn or dragged. A review of the stapler logs for the reported procedure was completed: the logs show that sureform 60 stapler instrument (part #480460-09, lot #t91210913-0158) was installed 9 times and fired 9 reloads (5 blue, 3 green, and 1 blue in that order). Firings 1-4 were completed per the logs. Firing 5 (blue) resulted in a ¿tissue too thick to continue¿ firing failure at 37% completion, after multiple pauses for compression. Firing 6 was completed after multiple pauses. Firing 7 (green) resulted in a partial fire at 99% completion after multiple pauses for compression. Firings 8 and 9 were completed per the logs. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric surgical procedure, the sureform 60 stapler instrument was fired with a blue sureform 60 reload installed. The stomach tissue was allegedly pushed through the jaws and ripped through the stomach. The surgeon switched to another green sureform 60 reload and stapled medial to the torn stomach tissue by taking in additional tissue closer to the bougie. The surgeon then placed a hemostatic glue/gel on the staple line. The cause of the reported incident is unknown.

Event description:
It was reported that during a da vinci-assisted bariatric revision (laparoscopic band conversion to a sleeve gastrectomy) surgical procedure, the surgeon used the sureform 60 stapler instrument with a green sureform 60 reload on gastric tissue. The stapler instrument fired; however, the stapler dragged and tore the stomach tissue. On 10-feb-2022 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and obtained the following additional information regarding the reported event: the csr was present during the procedure, and she talked to the surgeon about the incident as well. During the third or the fourth fire, the surgeon used the sureform 60 stapler instrument with a blue sureform60 reload to fire on stomach tissue. There were a lot of adhesions secondary to the previous band laparoscopic procedure, and the stomach tissue was very thick. The stapler instrument clamped down with no issues and started firing. At the midpoint, the blade was exposed, and there was a tissue too thick message and a message stating to switch to a different reload size. The surgeon then removed the stapler and upsized it to a green sureform 60 reload. This time, the instrument clamped down again with an initial pause. However, when the surgeon started firing, reload dragged the stomach tissue with no staples implanted on the tissue. The staples were open and dumped on tissue. The surgeon switched to another green sureform 60 reload and stapled medial to the torn stomach tissue with a clean staple line. He took in additional tissue and closer to the 44mm bougie. The surgeon then placed a hemostatic glue/gel on the staple line. There was no bleeding, and the surgeon did not oversew the staple line. The following were confirmed: the surgeon does not use buttress material, the or staff is meticulous about cleaning the stapler instrument in between fires, and the patient is reported to be recovering well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received eight sureform 60 stapler reloads associated with this incident: 5 blue and 3 green sureform 60 stapler reloads. The failure analysis investigations are as follows: d11 - isi has received a green sureform 60 stapler reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The stapler reload was found to have the knife expose within the knife track with staples attached to it. The reload was found to have a firing failure due to hi-torque. A log review showed that this stapler reload was fired partially using system sk4927 on 04-feb-2022. Additional observation not reported was the knife of the stapler reload was found with an indentation to the blade edge. The root cause is attributed the user. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. D11 - isi has received a second green sureform 60 stapler reload associated with this complaint and completed investigations. The stapler reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. The stapler reload knife and shuttle track was concealed at the distal end of the cartridge. However, multiple loose staples were observed jammed in the garage track of the reload with the knife edge. The knife edge and shuttle assembly was disassembled from the cartridge body. The knife of the stapler reload was found with indentations to the blade edge. The root cause is attributed to the user. Failure analysis found the primary failure of blade damage to be related to the customer reported complaint. D14 - intuitive has received a third green sureform 60 reload associated with this complaint and completed investigations. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. The stapler reload knife and shuttle track was concealed at the distal end of the cartridge. No damage was found with the stapler reload. No loose staple was observed jammed the garage track of the stapler reload. Isi has received the blue sureform 60 stapler reload associated with this complaint and completed investigations. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was found to have a firing failure due to tissue being too thick. A log review showed that this stapler reload was fired partially using system sk4927 on 04-feb-2022. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. D14 - si has received four more blue sureform 60 stapler reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler reloads have been fired. All pushers of the staples were found at the bed surface of the cartridges. The stapler reload knives and shuttle tracks were concealed at the distal end of the cartridges. No damage was found with the stapler reloads. No loose staples were observed jammed in the garage tracks of the stapler reloads. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis did not confirm the customer reported complaint. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. . The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. An additional observation noted was that the stapler instrument was used at the site on (B)(6) 2022 using system sk4927. The logs showed 2 firing failures; one failure was due to tissue thickness and the second failure was due to hi-torque. Failure analysis found the additional failure of a firing failure to not be related to the custom reported complaint. An additional observation noted that the I-beam sleeve was found damaged upon manual extraction of the I-beam assembly. The sleeve was no longer seen covering the I-beam shaft. Material appeared to be missing and not returned by the customer. Any potential fragments would be retained and housed within the grip housing/stapler reload assembly. Heavy friction was felt when trying to manually move forward the I-beam. Failure analysis found the additional failure of the I-beam damage to not be related to the customer reported complaint. This stapler will be transferred to engineering for further evaluation and disassembly of the I-beam assembly and to determine whether the coded failures are related to each other.

Event description:
Refer to h10/h11 for follow-up information.